Event description:
It was reported that the customer was hospitalized due to hypoglycemia. The reported blood glucose reading was 7 mg/dl at the time of the event. It was reported that the customer awoke with low blood glucose, so she suspended the insulin pump and went back to sleep. Prior to the event, the customer last changed her infusion set the day before the event. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as not product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.